Manufacturer narrative:
Mfg site name - (B)(4) medical. Visual examination revealed that only the clip assembly was returned for analysis. The clips were locked onto the capsule and the capsule tabs were partially open. A functional test could not be performed, because the clip assembly was detached from the delivery system. This failure is likely due to anatomical/ procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed but failed to release from the catheter. It was also noted that the clip was not visualized due to a duodenal contraction. Upon removal, the clip dislodged in the working channel of the endoscope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed but failed to release from the catheter. It was also noted that the clip was not visualized due to a duodenal contraction. Upon removal, the clip dislodged in the working channel of the endoscope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.